Event description:
A doctor reported that he had explanted memorylens iol from the right eye of a patient due to opacification. The lens was originally implanted in 2000. Opacification was first diagnosed in 2003 and explanted 5 months later with corneal edema immediately post op. The patient's visual acuity was 20/300 od at post op exam 3 days later. The doctor reported that the patient's condition was not stable and the prognosis was guarded. No further information is available at this time.